Event description:
Additional information confirmed the patient had the ipg replaced on (B)(6) 2021. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. The patient does not remember the last time they recharged the ipg. As a result, the patient may undergo surgical intervention to address the issue.